Event description:
It was reported that the ilet user intentionally skipped a dinner meal announcement to avoid frequent nocturnal hypoglycemia, which constitutes an improper procedure and a use error related to the user interface; blood glucose data were reviewed and the agent provided troubleshooting and education. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.